Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: the device evaluation showed the colored ring on the suction cylinder was worn. When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair and the reprocessing was performed in accordance with the device instructions. No further details were made available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During device investigation, the source of the foreign material could not be identified. No physical damage was found near the site where the foreign material was found. The investigation confirmed that foreign material was present inside the auxiliary water channel but the root cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope¿s photo capturing button near the air/water valve was loose or stuck. The issue was found during maintenance. There was no patient involvement. The device was returned and during the device evaluation the following reportable malfunction was found: white crystallized contamination was evident within the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when it was found to be intermittently failing. In addition to the reportable malfunction of contamination in the auxiliary channel, the evaluation found chipped light cover glasses, worn adhesives on the light cover and optical cover glasses, the distal end adhesive was lifting, the plug body probe unit was loose, the up, left, and right angles did not meet specification, the down angle was inoperative, the up/down angle play was inoperative, there was play on the left/right angle, and the automated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.